Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she just inserted a new battery on saturday and it is already showing low on the pump. Customer had multiple unexpected alarms and an external ram error alarm. Customer was advised that these alarms can cause the battery life to deplete quickly. Customer stated that the pump started clearing itself when nothing was going on. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer stated that a few weeks ago, she tripped over a block in the parking lot and her blood glucose has been elevated since then. Customer stated that the pump was not stored or not in use for an extended period of time. Customer was advised to monitor the pump. Customer may continue to wear the pump until the replacement arrives. Customer stated that the time was incorrect after doing the fill cannula. Customer was assisted with resetting the time. Customer was assisted with turning off the sensor.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarms. The insulin pump was monitored and communicated properly with the test transmitter and glucose sensor simulator. No unexpected lost sensor alarms were noted. However, moisture damage was noted to the motor assembly, liquid crystal display circuit board, and mother board during the visual inspection. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.